Event description:
The reporter stated that the surgeon attempted to implant a cc4204bf plate collamer lens. The lens crunched up prior to insertion into the eye. No patient contact or injury. It is unknown what caused the lens to crunch up.